Manufacturer narrative:
(B)(4): this ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving therapy and is unable to communicate with the ipg. It was determined the ipg is inoperable. It is unknown when the patient lost stimulation. Surgical intervention may be pending to address the issue.

Event description:
Additional information confirmed the ipg was replaced on (B)(6) 2018. The explanted ipg will not be returned per hospital protocol. Effective therapy was confirmed post-op.